Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip partially broken off, missing reservoir tube lip o-ring, cracked case near display window corners, and minor scratches on display window noted. The test reservoir did not stay locked in place.

Event description:
The customer reported via phone call that the insulin pump broke. The reservoir did not stay in place. The customer was holding the reservoir with tape in the reservoir compartment. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.